Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient's ipg was not connecting. The patient has not charged the device in at least a year. Surgical intervention my take place at a later date to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2022, where the ipg was explanted and replaced to address the issue.